Manufacturer narrative:
Eval results: (arterial and venous occlusion). Lack of info (no operative reports or films were received). (Required secondary intervention).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 20 days ago. Aneurysm and vessel morphology were not reported. It was reported that the pt presented with diminished flow through the non stented ring area of the bifurcated stent graft. A palmaz stent was implanted at the location of the non stented ring area and successfully resolved the occlusion. No add'l clinical sequelae were reported and the pt is fine.